Event description:
I purchased charmant (B)(4) eyeglass frames from doctor (B)(6). The frames were for frameless glasses and the piece of the frame that goes over the ear attaches directly to the lens. When I pulled a sweater over my head, the lightweight frames moved and a very sharp screw ripped open the skin next to the corner of my left eye. I was lucky that it did not rip open my eye as it easily could have. I took the glasses back to the optician and she tried without success to file down the very sharp screw. She commented on how sharp it was. She made it a little less sharp, but it was still not safe to wear the frames. While selecting replacement frames, I noticed that all (B)(4) frames on the charmant display rack had these very sharp screws. I feel these frames are very dangerous and should be recalled. They are still on display at my ophthalmologist. I bought another replacement frame from another manufacturer with no sharp screws where the ear piece attaches to the lens.